Manufacturer narrative:
This is 2/4 mdrs due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was received deployed within the lumen of the microcatheter at the proximal end. The stent delivery wire (sdw) and the introducer sheath were returned. The microcatheter was able to be flushed. The stent was removed and was noted to be intact. All three marker bands were present on both ends of the stent. The sdw was noted to be intact. The introducer sheath was noted to be intact. There was an unknown material (possibly some sort of tubing like polytetrafluoroethylene ptfe) present within the microcatheter. Functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported 'stent difficult/unable to advance or pullback through catheter' could not be replicated. However, the analysis results are consistent with the reported event. The returned device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the returned device. It was reported "the subject atlas stents (4.0mm x 21mm) got stuck within the microcatheter. The stent was removed with the entire microcatheter. Then another one of the stent (4.5mm x 30mm) was inserted into the other one of the microcatheter; however, the same issue occurred. Again, the stent was removed with the entire microcatheter, and both devices were replaced with new ones, then changed to femoral approach, then the procedure was successfully completed." Additional information did indicate the device was prepared as per dfu instructions and continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was described as severely tortuous. The stent was received deployed within the lumen of the microcatheter at the proximal end. The stent delivery wire (sdw) and the introducer sheath were returned. The microcatheter was able to be flushed. The stent was removed and was noted to be intact. All three marker bands were present on both ends of the stent. The sdw was noted to be intact. The introducer sheath was noted to be intact. There was an unknown material (most likely ptfe) present within the microcatheter. Based on the available information and the analysis of the returned device, it is probable that the event may have resulted from procedural factors during the procedure as the anatomy was severely tortuous. The as reported 'stent difficult/unable to advance or pullback through catheter', and the as analyzed codes 'stent deployed prematurely during use' will be assigned a probable assignable cause of procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The subject stent was returned for analysis and the device investigation revealed that the subject stent was prematurely deployed during use. There were no clinical consequences to the patient reported as a result of this event.